Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted. This record relates to the left side.